Event description:
Diffuse rash over body and bilateral knees / maculopapular rash of bilateral medial upper arms [rash generalized]. Allergic reaction to synvisc injections [hypersensitivity]. Had "arrythmia" like panic attack [arrythmia]. Bilateral knee crepitus [joint crepitation]. Fatigue [fatigue]. Diffuse erythema of neck and anterior chest wall [erythema]. Pain in knees and feet / arthralgias in multiple sites [arthralgia]. Fever [pyrexia]. Swelling in the left knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a healthcare provider via a company representative regarding a patient (unk age, gender and initials). The pt's medical history was unk. The patient experienced local reactions (nos) that included swelling and/or pain after receiving synvisc. The pt received an unspecified number of synvisc injections into an unspecified knee on an unspecified date. The hcp reported that the pt experienced local reactions in the injected knee that included some swelling and/or pain. No further info was provided. At the time of this report, the outcome of the patient was unk. Please see (B)(4) for other adverse events from this reporter. Add'l info was received on 21-apr-2010 from the healthcare provider who confirmed the pt was a (B)(6) male, initials (B)(6). The pt had a history of osteoarthritis for twenty years, as well as asthma, diabetes mellitus, headache, heart disease, hypertension, penicillin allergy and vitamin d deficiency. The pt's past surgical history included hernia repair (resolved (B)(6) 1998), left knee surgery (resolved (B)(6) 1986), right knee surgery (resolved (B)(6) 1981), nose surgery (resolved (B)(6) 1994), and tonsillectomy (resolved (B)(6) 1977). The report from the hcp of 21-apr-2010 stated that on (B)(6) 2009 the patient received a single synvisc-one injection in each knee. No effusion was collected before the injections. The hcp confirmed the patient had a diffuse rash all over his body and bilateral knees with an onset date of (B)(6) 2009 and an offset date of (B)(6) 2009. The diffuse rash had a possible relationship to synvisc-one, was mild in intensity and was treated with a steroid injection and claritin. The hcp confirmed the patient experienced swelling in the left knee with an onset date of (B)(6) 2009 and an offset date of (B)(6) 2009. The event had a probable relationship to synvisc-one, was moderate in intensity and was treated with a steroid injection. The hcp provided office notes regarding the patient. On (B)(6) 2009, the office notes state that the pt received a single synvisc-one injection into each knee. The bilateral knee skin prep included betadine and "etoh." The approach was medial. For both knees, the skin was anesthetized with topical ethyl chloride and lidocaine ("used 2 ml each knee"). No fluid was aspirated because there was no effusion. The patient tolerated the procedure without "voiced or noted complaint." A band aid dressing was applied and post care instructions for "soft tissue/joint injection" were given. The hcp stated that the reason for the office visit of (B)(6) 2009 was localized primary osteoarthritis of the knee. The office notes state that on (B)(6) 2009, the pt's concomitant medications included: metformin hcl (500 mg oral tablet, take 1 tablet daily as directed), proair hfa 108 (90 base) mcg/act inhalation aerosol solution (inhale 1 puff every 4 hours as needed), nasonex 50 mcg/act nasal suspension (2 sprays in each nostril, once daily), albuterol 90 mcg/act aers (inhale 2 puffs every 4 hours as needed), claritin (10 mg oral tablet, take 1 tablet daily), methocarbamol (500 mg oral tablet, take 1 tablet 4 times daily), oxycodone hcl (5 mg oral tablet, take 1 tablet every 6 hours as needed for breakthrough pain), lisinopril (20 mg oral tablet, take 1 tablet daily as directed) and vitamin d3 (1000 unit oral tablet), klonopin (2 mg oral tablet, tablet twice daily as needed), vitamin b complex (oral capsule, take 1 capsule twice daily), omega-3 cf (1000 mg oral capsule, take 1 capsule daily), ranitidine hcl (150 mg oral capsule, take 1 capsule twice daily), saw palmetto (160 mg oral capsule, take 1 capsule daily), calcium-magnesium-zinc (1000-400-15 mg oral tablet, take 1 tablet daily), and glucosamine chondroitin complex (500-400 mg oral tablet, take 1 tablet daily). The office notes from (B)(6) 2009 indicated the pt called the hcp office. The pt stated that he was in the office the previous week for injections and that he had been having allergic reactions, over the weekend. The pt reported swelling and "lots of complications with one of his knees." The hcp office instructed the pt to take benadryl (25 mg q6h prn). The pt was also advised to contact the office again if he was not better by (B)(6) 2009 or if he was getting worse, so that the hcp could prescribe a medrol dose pack. Office notes from (B)(6) 2009, indicated the pt called the hcp office and stated that he had been having a reoccurring post allergic reaction to the synvisc injections. The pt went to an after hours clinic on (B)(6) 2009 and received a cortisone ("kenalog") shot into an unspecified location from a different doctor. On (B)(6) 2009, the pt also reported that he was developing a rash. On (B)(6) 2009, the pt returned to the hcp office and the office notes state that the pt was having a good day and did not have any primary or secondary concerns at that time. Since the pt's last appointment the only new medical problem was his post allergic reaction and the only new medication since the pt's last appointment was "flurezam" (flurazepam). The pt stated that he "could not tolerate synvisc due to the left knee giving him in swelling" and he couldn't' get his fever under control. He stated that his body temperature "wouldn't regulate." He stated that he may need to get three separate injections. He also noted a rash all over his body, but had talked with a different physician and was given a steroid injection and had relief within 3-4 days. The rash had since returned and he took claritin to help. During this office visit, the pt stated that his knees were better, but everything else also got better. He stated that he had "slowed down on the ibuprofen" and he complained of an "arrhythmia" like panic attack. He stated that he was trying to take just the oxycodone. The office notes state that he had a reaction to synvisc-one with a diffuse rash involving the back, neck, chest wall, arms as well as behind bilateral knees. The office notes also state that the pt had knee swelling, but that his knee was feeling better. The pt filled out an interim history questionnaire during his office visit on (B)(6) 2009. In this questionnaire, the pt reported that compared to his previous visit he was worse. He said his arthritis medications were "ok for now." He rated his average pain intensity before and after pain medications as 10/10 and 09/10 respectively. He stated he had pain in his knees and feet, and that most activities made his pain worse. The pt reported that his exercise included "ten units and walking short lengths." On the office visit of (B)(6) 2009, physical examination is as follows. The blood pressure was 114/81 mmhg and heart rate was 77 b/min. Pain was reported as 10 (1-10 scale). Morning (am) stiffness in minutes was "1440," his fatigue was 6 (1-10 scale), his depression was 9 (1-10 scale). And his global health score was 9 (1-10 scale). The patient's general appearance during the physical exam indicated no acute distress. The pt had diffuse erythema of the neck, anterior chest and maculopapular rash of bilateral medial upper arms. The pt's respiratory exam was clear to auscultation bilaterally; cardiovascular exam was "regular" and his "psyche" exam was within normal limits. The musculoskeletal exam showed no synovitis, no "paraspinal ttp" and no knee effusions. In addition, there was positive bilateral crepitus, arthralgias in multiple sites, generalized osteoarthritis of multiple sites and localized primary osteoarthritis of the knee and fatigue. The overall pt assessment was that the pt was taking high-risk medication, had localized primary osteoarthritis of the knee and generalized osteoarthritis of multiple sites. The pt's orders were to renew methocarbamol (500 mg oral tablet, take 1 tablet 4 times daily prn) and meloxicam (7.5 mg oral tablet, take 1 tablet twice daily as needed). As well on (B)(6) 2009, a complete metabolic panel and complete blood count were requested. The hcp stated that the cervical spine MRI was reviewed and commented on "cervical, lumbar spondylosis" and deg (degenerative) changes c5-c6, r nf narrowing c6, I-spine with multilevel degenerative changes of the discs and facets." The hcp was not interested in repeating the "esi d/t hyperglycemia s/e" and was not interested in treatment with a spine stimulator. The office notes of (B)(6) 2009 indicate that the pt was instructed to continue methocarbamol because he did not tolerate lyrica. The pt was going to discuss retrying pristiq with his psychiatrist, because he did not tolerate cymbalta, but had used effexor previously. The pt stated that he had improvement with ibuprofen, but got occasional palpitations so he was going to retry mobic because he did not tolerate naproxen or celebrex. The office notes indicate that the pt's knee osteoarthritis had improved with synvisc 9 months earlier, but that synvisc-one treatment in (B)(6) 2009 led to a rash and swelling reaction. The pt's renal function was normal. On (B)(6) 2009 the pt was seen in the physician's office and the rash was better. At the time of this report, the outcome of the pt's events was unk. The lot number was reported to be 09061s. Add'l info was received on 04-may-2010 in the form of qa results. The production and quality control documentation for lot# s09061, with exp date 04/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.